Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the stage 1 power switch from an aquabplus 3000. The reverse osmosis (ro) system had no power upon their arrival to the facility. The biomed stated there were bad storms in the area and the facility lost power. No alarm codes could be provided because the display screen was not working. The biomed contacted technical support for troubleshooting assistance. During the call with technical support, it was determined that the 24 volt (v) power board from stage 1 was not working and needed to be replaced. Per the biomed, the 24v power board was moved from stage 2 to stage 1, and the ro was able to be utilized for treatments temporarily. During the ro inspection, thermal damage was found on the power switch from stage 1. The biomed stated that one of the cables connected to the power switch was burnt. It was confirmed there were no blown fuses in the local power supply. Additionally, there were no signs of any burning smell, smoke, sparks, or flames. Prior to contacting technical support, it was confirmed that the contactors, the thermal overload, and both fuses in the 110v supply to 24v board were replaced. Upon follow-up, it was confirmed that the 24v power board, the power switch, and the damaged cable (all from stage 1) were replaced. The ftp files were provided for review, along with a photo of the replaced parts. The manufacturer did not require a sample for investigation. There were were no missed treatments due to the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, the reported event was confirmed based on the provided picture and the machine file review. The reported issue was most likely caused by a power surge from the reported storm which destroyed the 24 volt dc power supply. The failure pattern is a known issue and is addressed in a CAPA. The thermal damage was most likely caused by bad electrical contact at the motor protection switch (mps). A new design was released for wiring and its crimp connection of the blade receptacles, however, this device was built before implementation of the new design. Review of the machine files revealed there were numerous power off/on cycles during september of 2022. The device history record (DHR) related documentation was reviewed; the device was found to be conforming to specifications and was released without any discrepancies. The repair history was also reviewed; there have been no previous complaints against this device. An evaluation of the sample was not required, and nether was a reproduction of the reported failure. The provided information was sufficient to determine the failure causes. Review of the instructions for use (IFU) and service manual (sm) were not required. Based on the information available and the provided picture, the reported event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the stage 1 power switch from an aquabplus 3000. The reverse osmosis (ro) system had no power upon their arrival to the facility. The biomed stated there were bad storms in the area and the facility lost power. No alarm codes could be provided because the display screen was not working. The biomed contacted technical support for troubleshooting assistance. During the call with technical support, it was determined that the 24 volt (v) power board from stage 1 was not working and needed to be replaced. Per the biomed, the 24v power board was moved from stage 2 to stage 1, and the ro was able to be utilized for treatments temporarily. During the ro inspection, thermal damage was found on the power switch from stage 1. The biomed stated that one of the cables connected to the power switch was burnt. It was confirmed there were no blown fuses in the local power supply. Additionally, there were no signs of any burning smell, smoke, sparks, or flames. Prior to contacting technical support, it was confirmed that the contactors, the thermal overload, and both fuses in the 110v supply to 24v board were replaced. Upon follow-up, it was confirmed that the 24v power board, the power switch, and the damaged cable (all from stage 1) were replaced. The ftp files were provided for review, along with a photo of the replaced parts. The manufacturer did not require a sample for investigation. There were were no missed treatments due to the reported issue.